Event description:
During a spaceoar placement procedure performed for protection of the prostate during radiation therapy for prostate cancer by dr. (B)(6) on (B)(6), "during the spaceoar procedure, the probe broke so the physician was not able to have the visibility to implant spaceoar. It was a bk 8848 probe and the lot number is 09231901.". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).